Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, preceding/simultaneous bone augmentation, pain. After 3 days sudden onset of very severe pain. Tooth 16 was root treated and had problems for a long time. He probably had a root rupture.